Event description:
It was reported that the customer experienced difficulty pressing the quick bolus/wake button on their pump, which required multiple attempts to activate the screen. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to properly press the button and confirmed the display could be activated, although the problem persisted. The customer reverted to manual injections for insulin therapy.